Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open on its own, indicating that the spring was not functioning properly. The field service engineer (fse) found that the drawer slides were tight and preventing the drawer from opening. No visible damage or missing parts were observed. The fse replaced the affected components and tested the drawer, confirming proper operation. The customer verified the drawer functionality, and the issue was resolved successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 did not open properly on its own, as if the spring mechanism was not functioning. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.